Manufacturer narrative:
A service engineer (se) inspected the device and found a few battery events and communication errors in the logs so they replaced the backup power source (bps) printed circuit board (pcb) and the graphical user interface (gui) to breath delivery (bd) cable. The se noted that they were unable to duplicate the reported problem. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator became inoperable. The patient was transferred to another ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
Device evaluation: the graphical user interface (gui) to breath delivery (bd) cable assembly and backup power source (bps) printed circuit board (pcb) assembly were returned for failure investigation. The components were visually inspected and functionally tested with no anomalies noted. The components were attached to the failure investigation test ventilator and ran in ventilation mode for 24 hours with no errors or unexpected alarms observed during the run period. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.